Event description:
It was reported that the customer experienced ongoing blood glucose (bg) levels displayed as "low"; however, a specific value was not provided. Cause of low bg level was intermittently due to the customer¿s personal profile requiring adjustments; however, some low bg occurrences had no known cause. Bg was addressed via consumption of carbohydrates. Recommendation was made to consult with a healthcare provider to discuss diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.